Event description:
As reported, during deployment of a 6 fr. Exoseal vascular closure device (vcd), as the physician deployed the device, the plug sealed the artery as per indication. However, when he removed the device, there is a nitinol hoop that should retract back in to the device. On this occasion, the hoop did not retract back and separated from the device. No effect on patient. No delay to procedure. Additional information has been requested.

Manufacturer narrative:
Additional information: the product was returned for inspection on 3/24/2015. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(6). The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that the physician held pressure for five (5) minutes and then a nurse applied a "c" clamp in recovery to ensure hemostasis. The approach for the procedure was antegrade. The procedure was diagnostic. The patient¿s height and weight were: (B)(6). The physician was certified for use of the device and had performed approximately four (4) closes per week for the past six (6) months. The exoseal vcd was prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. Only one exoseal was used for this patient. A six (6) fr. Avanti sheath was used for the procedure. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling. Adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The indicator window did not show any red color during retraction. There was no reported difficulty or force necessary to deploy the plug and the deployment lever was pressed/was flush against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button however, the nitinol hoop wire remained in the tract and was visible outside the patients¿ leg once the device and sheath had been removed. The physician then pulled the wire out and as already mentioned began manual compression to ensure hemostasis. There was no suspicion of intravascular placement of the plug. No additional information is available. Complaint conclusion: as reported, during deployment of a 6 fr. Exoseal vascular closure device (vcd), the physician deployed the plug to seal the artery as per indication. However, when he removed the device, the nitinol hoop did not retract back and separated from the device. No patient injury was reported. Further information received indicated that the procedure was a diagnostic, antegrade catheterization. The patient¿s height and weight were: (B)(6). The physician was certified for use of the device and had performed approximately four cases per week for the past six months. The exoseal vcd was prepped according to instructions for use (IFU). There were no visible signs of device/package damage prior to use. Only one exoseal was used for this patient. A 6 fr. Avanti sheath was used for the procedure. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomy was not in or near an area of calcified plaque or near a stented segment. The vessel diameter was >/= to 5mm in diameter. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no resistance/friction experienced as the vcd was advanced through the sheath. The sheath locked properly against the cowling. Adequate bleed-back signal was observed. Proper indication was observed in the indicator window. The indicator window did not show any red color during retraction. There was no reported difficulty or force necessary to deploy the plug and the deployment lever was pressed flush against the handle. The exoseal vcd and vascular sheath introducer were removed as a single unit from the patient approximately 1-2 seconds after depressing the deployment button; however, the nitinol hoop wire remained in the tract and was visible outside the patients¿ leg once the device and sheath had been removed. The physician then pulled the wire out and held pressure for five minutes and then a nurse applied a "c" clamp in recovery to ensure hemostasis. There was no suspicion of intravascular placement of the plug. The product was returned for inspection. One non sterile 6f vascular closure device was received inside a plastic bag. The device was inserted in a cordis 6f catheter sheath introducer. Per visual analysis, the deployment lever was depressed and the plug released (the plug was not received for analysis). The indicator window was received on black/white/red (position fully deployed position). The guard was found pressed and indicator wire was received separated from the exoseal device. Also, blood residues were observed in the delivery shaft and handle. The indicator wire was inspected under a microscope and evidence of uv adhesive was found which demonstrates that the indicator wire and indicator wire end were properly bonded. Also, the internal components and mechanisms were analyzed, and it was observed that the indicator wire end was in its normal position post-deployment. Review of lot 17106519 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaints reported by the customer as ¿indicator wire - unable to retract and separated¿ were confirmed since the indicator wire was received separated from the exoseal device. The exact cause of the event reported by the customer could not be determined during the analysis. The product IFU¿s caution users that the safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. Procedural or handling factors, such as an antegrade approach, may have contributed to the event experienced by the customer. Neither the DHR nor the product analysis suggests that the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken.